Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the pump began alarming "no disposable, clamp tubing." Cassette reservoir volume was 7ml at the time of the alarm. They were able to change cassettes, resolve the alarm, and resume infusion. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.